Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. During the onsite visit, the fse (field service engineer) replaced the articulated arm and performed system verification. The system meets specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: 2020-05469.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported after suction was complete the surgeon started firing the laser and half way through treatment it was noted that there was no laser energy from the right side of the flap. The surgeon stopped firing and called off surgery. There was no patient harm. Treatment will be completed once the patient's cornea is healed.